Manufacturer narrative:
Manufacturer's comment: the risk-benefit relationship of hyaluronic fillers is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Blindness [blindness]. Case description: a spontaneous report was received on 07-feb-2011 from a literature article: redbord, k.p., mariano brusso, c. William hanke. 2011. Soft-tissue augmentation with hyaluronic acid and calcium hydroxyl apatite fillers. Dermatologic therapy vol 24: pg 71-81. The authors stated that occasional blindness has been reported in pts (names, age, and gender unk) after the use of hyaluronic acid fillers (MFR unk). The authors stated that occasional blindness has been reported in pts secondary to direct injury to the globe or from intravascular injection causing necrosis and embolization. On 09-feb-2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.